Manufacturer narrative:
Philips service replaced the ts cable and hv communication cable, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray generator communication cable was damaged by an external cause on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.